Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Attachment of the toothbrush keeps falling off - oral-b [device breakage] connection to the attachments has become so loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the attachment of the oral-b toothbrush kept falling off while they were brushing. The connection to the oral-b attachment became loose. No injury was reported.

Manufacturer narrative:
04-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Attachment of the toothbrush keeps falling off - oral-b [device breakage]. Connection to the attachments has become so loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the attachment of the oral-b toothbrush kept falling off while they were brushing. The connection to the oral-b attachment became loose. No injury was reported. 16-mar-2023 case update: the concomitant product lot was 2ab10440259. No injury was reported. 04-may-2023 product investigation results: the suspect product was oral-b power rechargeable toothbrush handle 3766 pro 2 2000. The concomitant product was oral-b power oral care refills. No injury was reported.